Event description:
It was reported that during a gastric bypass, after firing the device several times the device would not load additional reloads. Two additional reloads were tried and then a new gun was opened and the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis found that one device was returned in good visual condition and with two reloads present. Reload (b) was an unfired ecr60g; reload (c) was an unfired ecr45b. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The instrument was tested for functionality in the straight position with a test 60mm cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.